Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the cylinders will go up and collapse.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the cylinders were unable to be tested, so the original complaint issue could not be verified.

Event description:
Dealer stated that the cylinders will go up and collapse.